Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 alarms noted. However, the motor home switch found corroded per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error. Customer's blood glucose value was unknown. Customer states pump was not exposed to a high magnetic field. Customer stated they were not able to rewind the pump. Insulin pump will be returned for analysis.